Event description:
Reporter alleged obtaining a discrepant blood glucose value of 64 mg/dl back to back with a result of 257 mg/dl when testing was performed within 10 minutes on the aviva system. Reporter stated that at a separate time, she obtained an additional comparison of 60-69 mg/dl back to back with a result of 200-300 mg/dl within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.